Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch :7074114. Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: 517023.

Event description:
It was reported that the recently implanted patient had developed erythema surrounding the lumbar and implantable pulse generator incision. It was assessed that the patient had a non-serious adverse event of superficial infection. The relationship to procedure was reported as causal relationship. The patient was provided antibiotics and the event has resolved. The devices remain implanted in the patient.